Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that dissection, arrhythmia and hypotension are potential adverse events that may occur and/or require intervention. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to perform multiple treatment passes on both low and high speeds in the mid right coronary artery (rca). Additional treatment passes were performed in the rca ostium using a proximal to distal approach. A temporary pacemaker was in use during the procedure. During treatment of the mid rca at high speed, the patient presented with bradycardia and hypotension which resolved to baseline after spinning was stopped. Per the physician, the hemodynamic changes were related to particulate being sent downstream into the small vessels. No contrast was used between treatment passes, however following atherectomy treatment imaging was performed and a dissection was noted in the mid rca. Pre-stent dilation was performed with a compliant balloon at both lesion sites, followed by stent placement in the mid rca. Imaging was performed and showed no perforation, however an encapsulated dissection remained behind the stent. The physician placed a stent in the ostium. A final angiogram of the rca showed that the encapsulated dissection was still present behind the mid stent, along with a contained small dissection in the right coronary cusp caused by the highly calcified rca ostium. The physician elected not to perform post dilatation of either stent, and the patient remained hemodynamically stable upon transfer to the intensive care unit. The evening of the procedure the patient became significantly hypotensive and was unresponsive. An intra-aortic balloon pump (iabp) was placed and a bedside echocardiogram showed no issues. Per the physician, the hypotensive issue may have been related to a recent colon resection. It was reported to csi that the patient was improving, alert, and hemodynamically stable.